Event description:
The user facility reported that during a diagnostic colonoscopy, the image intermittently blacked out. The users elected to utilize a different, but similar device to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the image blacking out. The device passed the leak test, but there was evidence of fluid and corrosion inside the endoscope connector and electrical connector. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.